Event description:
Patient was tested at 6:30 am on 2/10/02 by the night shift before the end of their shift. At that time, the patient's blood glucose (bg) was 112 mg/dl on the supreme ii meter. At 8:00 am, the nurses found the patient unresponsive, but the vital signs were fine. They called ems and at 8:10 am the paramedics determined the patient's bg was 17. The patient is on glucagon and at 8:30 the patient's bg was 85mg/dl. The patient was not taken to the hospital. The patient is on glyburide, not on insulin and the patient's bg is taken 4 times daily and with a normal range from the 130's to 150's.